Event description:
It was reported, during in clinic follow up. That the left ventricular lead exhibited failure to capture. It was found via fluoroscopy, that the lead had dislodged. The lead was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
Correction: correcting h6 component code.